Event description:
The customer reported to olympus that during an unknown procedure, the evis lucera elite colonovideoscope image displayed a black screen with a loose angulation dial. The scope had failed at the start of the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additionally, the channel was clogged with foreign material due to insufficient cleaning of the device. Additional issues were identified during the device evaluation: the distal end adhesive was lifting, the "s" connector had water leakage, an image condition with interference was evident, and the up/down/left/right angle play was evident and not up to specifications. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected information from the customer (see updated sections b5).

Event description:
Additional information provided by the customer. The issue was identified during preparation for use, not during the procedure as originally reported.

Event description:
Upon inspection and testing of the customer returned device, it was observed that the air/water channel was clogged with foreign material. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5/h6 as the reportable event was the foreign material found in the air/water channel. Correction to b5: updated b5 with reportable malfunction. Correction to h6: please disregard the problem code "1183 - no display / image" as the only reportable malfunction was the foreign material found during evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the air/water channel, however, the specific material could not be identified and the cause could not be specified. It was noted that in general, the customer was trained by olympus for reprocessing in accordance with the instructions for use (IFU) and no issues regarding reprocessing were reported. This event can be prevented by following the instructions for use (IFU) which state: "3.8 inspection of the endoscopic system inspection of the objective lens cleaning function: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water." Olympus will continue to monitor field performance for this device.